Event description:
It was reported that the user experienced persistent hyperglycemia above 200 mg/dl for several hours while using the ilet, despite being insulin sensitive and having performed a supply change about 30 minutes prior; no kinks or cannula bending were observed, and a confirmatory fingerstick measured 224 mg/dl. Symptoms included hyperglycemia. Outcomes included user education and monitoring without alerts, alarms, or hospitalization. Investigation included troubleshooting guidance and confirmation of infusion set integrity by user check. Investigation of this case revealed no device alarms or definitive hardware issues, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.